Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the customer had a low blood glucose of 40 mg/dl and a high blood glucose also. Customer also reported getting insulin flow blocked alarm and was resolved by changing complete set of infusion and reservoir. Customer stated that they too much insulin that was injected and resulted a low blood glucose. The blood glucose went high when customer was trying to go into auto mode and had to change the set. Customer run out of infusion set set and got off the pump. Customer treated low blood glucose with carbohydrates and treated high with bolus and manual injection. The reservoir will be returned for analysis.